Event description:
Philips received a complaint by the customer reporting, on a v60 ventilator, the touchscreen was not working properly. The unit was not in clinical use when the reported issue was identified. There was no report of patient or user harm. The philips remote service engineer (rse) assisted the customer in evaluating the problem. The rse instructed the customer to use the touchscreen diagnostics menu and confirmed the bottom portion of the touchscreen was not responding to touch. The rse provided the part number and price for replacement touchscreen. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts made to obtain additional information on the event were unsuccessful. The corrective action and final disposition of the device are undetermined because the customer did not respond to requests. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.